Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed transducer fault alarm. The reported issue was resolved by replacing the main printed circuit board (pcb). After performing operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications. The suspect component has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed a transducer fault (xdcr-fault) alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Carefusion failure analysis lab technician was unable to verify the customer's reported issue. All transducers passed calibration. The suspect component met all carefusion manufacturer specifications.